Event description:
Problem: "the unit did not work for 2 minutes when it was connected to a patient. Before and after that moment the unit work perfectly. The unit was calibrated just a few weeks ago. The patient had a ventricular fibrillation and finally went to CPR. He is still alive and it is not known if he will survive neither the consequences. There are several doctors and nurses that were at that moment. They have some photos and the unit is not in use at the hospital".